Manufacturer narrative:
An examination of the subject device by a lumenis technical subject matter expert concluded the root cause to be failure on the part of the user facility to clean the power meter in accordance with subject device product labeling prior to device self calibration. Additionally, a review of the event details by a lumenis medical subject matter expert concluded that no test patch was performed on the pt prior to treatment in contraindication to product labeling.

Event description:
It was reported that a pt sustained third degree burns on the right arm after hair removal treatment with a lumenis one laser, lightsheer handpiece. It was further reported that talsyn-ci scar cream was used to treat the pt.